Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. On another occasion the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the first event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer stated that he sometimes removes the reservoir from the insulin pump while still connected. The customer was advised to disconnect prior to removing the reservoir from the insulin pump. Nothing further was reported.